Event description:
This unsolicited case was received from united states on 18-apr-2018 from other healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc one and after unknown latency developed infection. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular (synvisc one) injection (dose, frequency and indication: unknown; batch number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency, patient developed infection from this injection. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 26-apr-2018: this case concerns a patient who received treatment with synvisc one from recall lot and later experienced an infection. Since events occurred after administration of suspect, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] infection [infection] case narrative: upon internal review on 18-mar-2019, case: 2018sa120017 was found to be true duplicate of case: 2017sa258130 and whole information merged in the case: 2017sa258130 this unsolicited case was received from united states on 18-apr-2018 from other healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc one and after unknown latency developed infection. Also, device malfunction was identified for the reported lot number. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular (synvisc one) injection (dose, frequency and indication: unknown; batch number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency, patient developed infection from this injection. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: important medical event for device malfunction. Pharmaceutical technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Follow-up was received on 27-apr-2018. No new information was received. Additional follow up information recieved on 4-may-2018:gptc number was added. Upon internal review on 18-mar-2019, case: (B)(4). Was found to be true duplicate of case: (B)(4). And whole information merged in the case: (B)(4).